Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter from (B)(6) contacted lifescan (lfs) (B)(4), alleging that a onetouch verio pro plus meter (serial # (B)(4)) read inaccurately high compared to a laboratory device and compared to other meters. The complaint was classified based on the customer service representative (csr) documentation and on additional information during follow-up correspondence with the reporter. The reporter claimed that on (B)(6) 2015 at 9:32am, the subject meter was used to perform a blood glucose test on an emergency patient who was developing "lower levels of consciousness" and a result of "129 mg/dl" was obtained. The reporter claimed the patient's blood glucose was then tested at 9:53 am on the laboratory device and a result of "17 mg/dl" was obtained. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter claimed the patient was not taking any diabetes medications at the time the product issue occurred and stated that no insulin or oral medication was given in response to the alleged issue. During follow-up correspondence, the reporter stated that the laboratory result of "17 mg/dl" was reported to the hospital staff at 10:17 am to which the patient was urgently treated with "(B)(4)" infusion in order to regularize their blood glucose. The reporter claimed the patient's blood glucose was tested on the subject meter at 12:10 pm, 13.31 pm, 13:32 pm and 17:26 pm and results of "137, 150, 138 and 143 mg/dl" were obtained respectively. The reporter claimed the patient's blood glucose was also tested on another verio plus meter at 10:41 am, 13.33 pm, 13:33 pm and 17:01 pm and results of "52, 131, 141 and 109 mg/dl" were obtained respectively. The reporter stated that at 13:31 pm, the subject meter was used to perform a blood glucose test on another patient and a result of "150 mg/dl" was obtained; however, it was reportedly witnessed that the subject meter was giving results which were "10 to 20 mg/dl" higher than other meters. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the reported issue is with a single patient. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for severe hypoglycemia by a health care professional (hcp) after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.